Event description:
Pt was on the cpm machine which was set for 70 degrees flexion. Was working without difficulty for a time, but then unexpectedly went into 110 degree hyperflexion and stuck in that position.